Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set event involving a bent cannula on (B)(6) 2026. The blood glucose level was 476 mg/dl, and symptoms included hyperglycemia, malaise, polydipsia, and shaking/tremors. The patient replaced the infusion set and successfully resumed insulin therapy. No further information available.